Manufacturer narrative:
Connex cs is a welch allyn software product. It is a software application that collects patient vitals recorded by welch allyn vitals devices such as the cvsm and csm and sends that to the hospital emr (electronic medical records) systems. Connex cs also listens to the adt (admit discharge transfer) feed from the hospital emr system - the mechanism involves a third-party product called corepoint used by connex to facilitate and translate hl7 (a communication standard) messages sent by the emr. Patient information is usually available for registered patients prior to taking vitals. However, it is also very common to collect vitals before the registration process is complete or patient data is not yet available from the adt feed. Connex cs therefore uses patient information (name, age, ID etc.) Both through the vitals device (with a barcode scanner or manually entered by the clinician) and the adt feed to associate with the vitals. In case an adt feed containing additional or updated patient info comes in, connex cs links the existing record with the updated one thereby keeping the data current and accessible. Adt information that is received after vital records are confirmed for a patient are called [?]late adt messages'. The cause of the issue is dependent on how the system is configured with respect to producing and allowing adt messages with "null admit" dates. Two things must occur in conjunction for this patient data error to manifest: the system must generate adt messages with null admit dates after the patient is confirmed and, the connex cs must be re-configured by the end user to allow null admit dates. The default factory setting does not allow null dates, the end user has to actively turn this on (via welch allyn service engineering) in order for this condition to occur. The investigation identified that the configuration setting allowing the adt visit message with null date/time fields was set to on position. Upon investigation this was turned off by field service engineering for the hospidex customer. The issue would not have surfaced if the above setting was set to off - that is, if null admit dates were not allowed. Code analysis identified a bug in the system - systems configured to include lateadt.includenulladmitdates exposes the identified software bug. This complaint has not been observed elsewhere. The configuration setting allowing the adt visit message with null date/time fields was turned off for this customer. No further action will be taken.

Manufacturer narrative:
A follow up report will be submitted once an evaluation has been completed.

Event description:
Welch allyn received a report from a welch allyn customer stating that their device was sending patient information from one patient through to the emr to a second patient. Patient ID scans correctly on the cvsm device, and the cvsm displays the correct number and name, but the data goes to the wrong patient record. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4). The customer did not provide any patient information.